Manufacturer narrative:
Pump passed displacement, prime/delivery, basic occlusion, occlusion and no delivery tests. Motor passed motor test. No "motor error" alarms noted. Unit had broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Troubleshooting was not performed. Blood glucose level at the time of the incident was 407 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.